Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using packing coil lps and a non-penumbra microcatheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician successfully implanted two ruby coil lps. After advancing a packing coil lp into the target location, the physician reported that the coil was not taking its intended shape and felt that the packing coil lp might have been too long. While retracting the packing coil lp, the coil unintentionally detached when it was partially in the vessel and partially in the microcatheter. Therefore, the physician used a snare device to remove the packing coil lp. The procedure was completed using a shorter packing coil lp and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, a device investigation could not be performed. Without the return of the device, the root cause of the problem could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.